Event description:
User experiencing low sodium results for approximately on week. The following examples were provided. Patient 1 initial 133 mmol/l, repeat 117 mmol/l. Patient 2 initial 133 mmol/l, repeat 142 mmol/l. The initial results were not reported. The field service rep determined the cause to be defective ise boards and electrodes. The instrument was repaired.